Event description:
Pt controlled analgesia pump infused fentanyl too fast. Pt should have rec'd maximum of 137.5 cc, instead rec'd 500 cc. Mixture 50 cc fentanyl/500 cc. No adverse outcome. Should have been: 6 min lock-out, 2.5 cc each time pt pushed button.